Event description:
During CT with IV contrast administration (not a high-pressure administration) 2 different IV extension set tubes ruptured. Both extensions were from the same lot number. The staff are removing this lot number from the stock.